Event description:
It was reported that a fire ball came out of the tip and charred the skin around the portal, during a rotator cuff repair. Arthrex rep indicates that the initial setting was increased from 7 to 9 during the procedure because the device was ablating in consistently. It was also reported that no further treatment was necessary for the pt's condition. The pt was discharged the same day. No further consequences have been reported with the pt as a result of this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned for eval. Device history revealed nothing relevant to this event. The cause of this event could not be determined without device eval. This is the first complaint of this type for this part/lot combination.